Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter in two pieces. The balloon, tip, shafts, hypotube, bond and catheter length were microscopically examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 89.2cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 2.50mm x 30mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. After pre-dilatation was performed, a 2.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.